Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -5.0/2.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. Intraoperatively the lens was removed and replaced with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown and noted "the crystal size is too large".